Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, upon opening the box it was discovered that the c ring pillar was bent. A new device was opened to do the case. Patient was on the or table; however, no injury was reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#:(B)(4). The device was not returned to maquet cardiac surgery for investigation. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The harvesting device was observed to be inserted through the cannula, with the jaws and tip of the black shaft visible. The visible portion of the clear silicone insulation of the jaws was observed to be intact with no visual defects. The inside of the jaws and the heater wire were not visible in the photograph. The c-ring was observed to be extended. The clear plastic scope wash tubing was observed to be kinked. Based on the results of the photographic inspection, the reported failure "material twisted/bent c-ring" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000270733 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.